Manufacturer narrative:
Review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture, and patient's concern with the product.

Event description:
Healthcare professional reported ¿left side exchange from textured to smooth implants due to the patients concerns with the product and possible rupture or capsular contracture¿, baker grade not specified. Device remains implanted.